Event description:
The consumer reported a CT scan was being done to check on a suspected problem with the device. The CT scan was being done to see if the stimulator was leaking or if the leads had been pulled. Several x-rays were taken and the leads looked good. The patient said the last x-ray she had was 2-3 months ago. Within the last year the patient had been having problems. The patient was having posturing effect, and when she dropped her shoulder she lost all of her stimulation. When she leaned back a little bit, it got a bit stronger. When she sat up straight, the stimulation felt good. The patient noted she had istic pain and believed it was not related to the stimulation. When the patient turned over at night or moved in her sleep, she felt like there was a lightning bolt going through her legs and was told to decrease stimulation when she slept. The patient had pain at the implant site and the healthcare provider (hcp) ran several texts to rule out bladder infection. The CT scan was the next step to find out what was going on with the pain because the patient was unable to even wear pants due to the pain. Later, the manufacturer's representative (rep) reported he knew the patient well. The patient had told the rep she was having a CT, but never mentioned a word about anything wrong with the device. Relevant medical history included rsd/causalgia-complex regional pain syndrome and spinal pain.

Event description:
Additional information was received from the patient reporting that the patient's husband was rubbing the patient's neck and suddenly the patient was in tears from pain. The patient could not sit in a chair or car for more than 10-15 minutes without their pain level going way up. They had to shift or sit sideways. The patient found this very upsetting since they already had crps in their left leg and now they had pain in their right hip and buttock where the implantable neurostimulator (ins) was. The patient had considered going to the emergency room on more than 1 occasion. A CT scan was done. There was not anything seen that looked wrong but they could not see 1 lead. The patient had been reprogrammed countless times and nothing had helped. The patient stated that no circumstances led to the posturing effects and jolting down their legs.

Event description:
Additional information was received from the patient reporting that the patient had intermittent therapy and a loss of therapy. It was reported that as the battery depleted they need to increase their settings. When the battery was full they had 3.25-3.5v for setting 1, 2.0v for setting 3, and 3.25-3.50v for setting 4. When the battery was 2/3 full the settings for 1 and 4 went up to 4.25v and for ½-1/3 ins battery level setting 1 and went up to 4.5-4.75 v. The patient had pain at the ins site starting in (B)(6) 2015. The pain had a mild beginning and gradually changed. About a year ago stimulation started cutting out for 1-2 minutes while walking. Over the next 6 months, it would happen for 10-12 minutes and was currently still happening. The patient had a kidney infection and saw a primary care physician in (B)(6) 2016. The kidney infection cleared. When turning off the stimulator it was mild and greater when stimulation was turned on. It radiated down their right leg. They had doubled their pain medication. They were on ibuprofen at 7.5 mg, which did not really help, and oxycodone. Six weeks ago the patient had a lidocaine patch which helped at night, but within 3-4 hours the patient would be awake in pain. It was reported by the manufacturer representative that the patient had reported experiencing intermittent stimulation at their appointment when the patient also reported pocket discomfort. The impedance measurements were checked and found to be normal. The intermittent stimulation could not be replicated at the appointment and they were unable to re-produce any issues similar to what the patient described. There was no indication that there was a device issue at the time of the appointment with the manufacturer representative.

Event description:
Additional information was received from the manufacturer representative reporting that the pain at the pocket side had occurred since implant but had gotten worse in the past 2-3 months. It was consistent but got worse with activity. There were no traumas or falls related to the issue. The pain occurred when stimulation was on and when it was off. This was considered a gradual change starting in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.